Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade 4 and tricuspid regurgitation (tr) with 4+. Two clips were deployed in the mitral valve reducing mr to less than 1. Then, they switched to treat the tricuspid valve. The third cds was advanced and the clip was deployed successfully. The fourth cds was advanced to the tricuspid valve, but at this point, visualization became very difficult due to the anatomy and equipment. Grasping was performed but was difficult due to visualization. The clip was repositioned, and the clip was able to grasp the leaflets. During deployment the clip, the clip could not be released due to the angle of the clip. Troubleshooting was performed and the clip was released and deployed. However, during removal, the physician pulled the cds handle abruptly which caused a single leaflet device attachment (slda). The clip detached from the posterior tricuspid leaflet. Mr was reduced to 2, the physician decided this was a good result even with the slda and the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficult leaflet grasping appears to be due to procedural circumstances. It should be noted that the mitraclip IFU states: all catheter manipulations should be done with care. Do not continue to rotate or manipulate any of the handle controls if significant resistance is noted. Use of damaged product may result in air embolism, vascular and / or cardiac injury. The reported improper or incorrect procedure or method was due to the user error of deviating from IFU. The reported single leaflet device attachment (slda) was due to use error. A cause for the reported difficult or delayed activation could not be determined. It was reported that the procedure was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip system instructions for use (IFU) states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. It could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. The reported poor imaging appears to be challenging patient anatomy in conjunction with procedural circumstances. There is no indication of product issue with respect to manufacture, design or labeling.na